Event description:
It was reported that a patient underwent an lung resection procedure on (B)(6) 2022 and suture was used. It was reported that during radical resection of lung cancer surgery, when just open the package, the device in slot 1 was found no suture but only needle, and the there's no needle tip of the device in slot 2. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo analysis: an image was submitted for evaluation and according to the visual and paper cap and winding former with the seven-strand product code vcp739d, it was observed. Also, the thread is missing in slot #1, resulting in an incorrect number of components. Wrong number of components was observed during the visual assessment and has been correlated to the manufacturing process. Based on the information currently available, the missing suture strand was identified during the investigation of the picture received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. The following information was requested, but was unavailable: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength -= 275 g /m.